Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 106 mg/dl. Tandem technical support followed up multiple times to ensure that a back up insulin therapy was obtained, but no response was received.